Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, deformation device and weigh to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted.